Event description:
Customer reported the ett hubs on the taperguard tubes are loose and separate from the endotracheal tubes easily. Covidien is in the process of obtaining further information surrounding the circumstances of this report.

Manufacturer narrative:
No analysis was performed. The sample has not been received for evaluation to confirm the failure. The lot number provided is 13i0154jzx; (B)(4). No non conformities reports related to the failure mode reported were found. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch reports: 2936999-2014-00236 and 2936999-2014-00241.